Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user reports that her husband used savol cream and that it helped. The end user's wife called to report the event, but used her husband's name as the complainant and did not provide any contact information regarding herself. A return sample for evaluation is not available review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. (B)(4). Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
The end user's spouse reported that he has rippled skin beneath his tape border that is red in color. He reports that the skin is not broken or draining.